Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered vascular dissection requiring surgical intervention. It was reported that the patient suffered an adverse event when the procedure was completed. When the arterial sheath was pulled from the left groin, they could not feel a pulse. After waiting a few minutes, the pulse returned, and the patient was taken to recovery. The patient lost the pulse again and was taken to surgery to resolve. The patient was stable at the time of the call. Additional information was received on 14-dec-2021. It was reported that the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown. The kind of intervention provided was reported as ¿pressure held and monitoring¿. The patient outcome of the adverse event was reported as improved. It is unknown if extended hospitalization was required. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2021, it was noted that the physician¿s name was inadvertently omitted in the initial report. Therefore, e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, e2. Health professional?, and e3. Initial reporter occupation were updated on this report.